Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited, failure to capture, failure to sense, noise and high pacing impedance. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, high pacing impedance and noise were not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray examination of the lead did not find any anomalies.